Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.07ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). Based on the data verified, hospira could not attribute the issue to the device. The pump history was printed at the service center. The pump history indicates that on (B)(6) 2011 at 1329, line b was programmed in the piggyback mode, at a rate of 374ml/hr with a vtbi of 2990, for a duration of 8 hours, and the delivery was started. At 1627, the device alarmed with n230 (prox air, backprime). At 1629, the device alarmed with n102 (infuser idle 2 minutes). At 1630, the alarm was silenced, and the device was turned off. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt received more medication than intended. The pump was programmed to deliver unspecified concentrations of "ifosfamide and mesna," at a rate of 370ml/hr, with a vtbi (volume to be infused) of 2960ml, for a duration of 8 hours, and delivery was started. It was reported that after 5 hours, the device alarmed "infusion complete." There were no reported adverse pt effects. No medical intervention were required. The device was removed from clinical service. Therapy was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no add'l info was provided.